Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: initial procedure name? - prostatectomy. Was medical/surgical intervention required to treat the patient condition? Results?- catheterized for an extra week . What in the physicians opinion are the factors contributing to the event reported? - unsure. What date did each patient present with post urine leak (# post op days)? What is tissue type and location of the suture placement? - bladder anastomosis. Any quality issues noted with the suture post-op? Like fraying / breakage /dehisce, suture knots untying ? Were there any intra-operative complications? How is the patient today? Was the sales rep present during the procedure? Robotic procedure? New user or experienced user? If experienced ¿ another device?

Event description:
It was reported that the patient underwent a prostatectomy procedure on unknown date and the barbed suture was used on the bladder anastomosis. Following the procedure, the patient experienced a post uterine leak and was catheterized for an extra week. No further information was provided.